Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a routine follow-up in (B)(6), an alert for high, out of range hv lead impedance on the rv-can and svc-can vectors were observed. The lead impedance measurements went back to stable measurements 3 months later without any action performed. The lead remains implanted. The patient will continue to be monitored.